Event description:
It was reported that the device was unable to be interrogated. Additionally, the device was observed to be in backup (bvvi) mode. Technical support was contacted and the device was explanted to resolve the event. The patient was stable and will continue to be monitored.